Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported bulging out at the pump segment. Ativan 1mg IV push was given at 0900 and at approximately 1015 the pump alarmed with an "infusion error". The nurse hit the restart button and there was no response, so the module door was opened to stop the alarm. When the door was opened a bulge in the tubing was identified. No pt harm or medical intervention was reported. Although requested, no additional event or pt info provided by the user.